Event description:
Information was received indicating that a caregiver "forgot to change" the morning smiths medical cadd-legacy duodopa ambulatory infusion pump, for the night pump. It was reported that the continuous dose of the morning pump was "6,7" and the night pump was "3,9." Per reporter the patient was "much better" and it was requested if "they can use the morning pump for more hours" and they were directed to speak to the patient's neurologist. No adverse patient effects were reported.